Event description:
It was reported "nurse shared that the powerglide inserted well in the vein and the wire deployed successfully however during the part of advancing the catheter resistance was met. After resistance was met the nurse removed the entire set with everything intact successfully and observed the catheter going through the needle and the wire being bundled up."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter became damaged during the insertion procedure was confirmed but the cause is unknown. A single photograph of a damaged powerglide pro, with the deployment device, was returned for evaluation. The guidewire had been deployed but the catheter wings were in the non-deployed position. The catheter contained a split where the introducer needle was seen protruding through the catheter shaft. The catheter was bent upon itself with the distal end of the catheter no longer around the needle but with the guidewire still inlaid. A kink was noted in the guidewire which may be indicative of a difficult placement. The observable features on the submitted photographs did not contain enough information to identify a definitive root cause of the reported event. Possible contributing factors could include insertion technique, product dimensions, advancement of the catheter against resistance, or reinsertion of the needle. The IFU warns, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ h3 other text : evaluation findings are in section h11.

Event description:
It was reported "nurse shared that the powerglide inserted well in the vein and the wire deployed successfully however during the part of advancing the catheter resistance was met. After resistance was met the nurse removed the entire set with everything intact successfully and observed the catheter going through the needle and the wire being bundled up."